Manufacturer narrative:
Customer service sent a replacement pump to the customer. Multiple attempts were made to contact the customer by phone to get additional complaint information and to follow up on product return, but all were unsuccessful. Contact with the customer's sister, who indicated that she would pass our requests on to her sister, was made. In a final attempt, a letter was set to the customer, to which a response has not been received. As of the date of this report, contact with the customer has not been made and the pump has not been received for testing/analysis. Based on the fact that testing and analysis could not be conducted, the cause of the event cannot be determined and a conclusion cannot be made. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.

Event description:
The customer reported to customer service that her breast pump sparked and then started on fire. The fire started where the power adapter plugs into the motor. No injuries occurred and the fire department was not contacted. There was no damage to any property.